Manufacturer narrative:
There was no allegation that a malfunction of an ion system, instrument, or accessory occurred during the procedure.

Event description:
It was reported that during an ion lung biopsy procedure, the patient developed a pneumothorax that required immediate chest tube placement and hospitalization. The physician reported observing a recoverable error on the system and performed a re-registration. The physician also noted perceived CT-to-body divergence, stating the catheter appeared further out than expected relative to the CT-based anatomy. According to the physician, the pneumothorax occurred before any biopsy attempts were initiated. A chest tube was placed promptly, resulting in full lung re-expansion, and the physician was able to complete the procedure. The physician believed the event may have been related to either catheter-related factors or higher positive end-expiratory pressure (peep).